Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global wing catheter broke at the base. The following information was provided by the initial reporter: the catheter is broken at the base.

Manufacturer narrative:
Batch number updated in d tab. Investigation results: the complaint of a broken catheter was confirmed; however, the root cause could not be determined. Six photographs and 2 sealed 20ga insyte autoguard bc pro winged units from lot: 3292347 were provided for investigation. The sealed representative samples revealed no damage or defects. The complaint was confirmed from the photographs of a used sample. The catheter adapter appeared to be broken near the wedge; however, the root cause could not be determined. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. As the device has been used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.